Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that one screw used to assemble the cutting insert is missing. The screw was not returned for investigation. The most likely cause of the reported failure is use error.

Event description:
It was reported on 09/22/2022 by a sales representative via sems that an ar-18700-28 plate cutter and ar-18720p-12 y-plate are malfunctioning. " plate was attempted to be cut using minifrag plate cutter that was missing a screw and it cut the plate improperly.". This was discovered during a case with no patient harm.